Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the faradrive sheath, air ingress from valve into sheath was noted. The physician suspected it was prepped incorrectly; dilator inserted at an angle and might have torn valve. Flow was from pump at 50 cc/hr. Replaced with a new faradrive and proceeded with procedure. The device is not expected to be returned as it was disposed.